Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise. No changes or interventions were reported. The patient condition was not known.

Event description:
New information received notes that the patient presented to the clinic for a follow-up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise oversensing resulting in pacing inhibition. The rv lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.